Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and as the malfunction code did not recur, they were informed they could continue using the pump and should contact support again if any further issues arose.